Manufacturer narrative:
This ipg serial number was included in a field correction. Device 1 of 2. Reference MFR. Report #: 1627487-2014-23640. It was reported the pt (B)(6) experienced heating while recharging his ipg. The pt was advised to recharge the ipg more frequently for shorter periods of time, which resolved the reported issue.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-23640. It was reported the pt (B)(6) experienced heating while recharging his ipg. The pt was advised to recharge the ipg more frequently for shorter periods of time, which resolved the reported issue.